Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), alopecia ("hair loss") and nausea ("nausea"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, dysmenorrhoea, alopecia and nausea outcome was unknown and the pelvic pain, abdominal pain, back pain, menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, menorrhagia, metrorrhagia, nausea and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Lab data added. Events : migration, dysmennorhea (cramping), pelvic/ abdominal/back, bleeding menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), hair loss, nausea were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. C06464) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included perimenopausal symptoms, insomnia and mood swings. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), alopecia ("hair loss") and nausea ("nausea"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, dysmenorrhoea, alopecia and nausea outcome was unknown and the pelvic pain, abdominal pain, back pain, menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, menorrhagia, metrorrhagia, nausea and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: bilateral occlusion. Lot number: c06484. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. C06464) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included perimenopausal symptoms, insomnia and mood swings. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), alopecia ("hair loss") and nausea ("nausea"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6)2018. At the time of the report, the device dislocation, dysmenorrhoea, alopecia and nausea outcome was unknown and the pelvic pain, abdominal pain, back pain, menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, menorrhagia, metrorrhagia, nausea and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2015: bilateral occlusion. Lot number: c06484 most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received. Reporter information added. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.